Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma, lung disease, nose irritation, respiratory tract irritation, dizziness and/or headache, cough and sore throat. There was no medical intervention required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.